Event description:
Consumer reported to bd (B)(4). Customer stated that up to 14 needles impacted with clogged needle. Insulin was unable to get out of the needle. Lot # 4205082. Catalog# unknown - ultra fine, 4mm, 32g pen needle. Date of event 04.19.2025. Sample status discard. First attempt outbound call to consumer. No answer or voice mail system. Dc. From: productcomplaints <productcomplaints@bd.com>. Sent: tuesday, april 22, 2025, 4:32 pm. Subject: fw: (B)(4) - need assistance. Hi embecta team, complaint management (B)(6) 2025. Update/additional information from customer care u.s. Closing out this case in sales force. Unable to connect with this consumer for further questions.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.